Event description:
It was reported that the target lesion was located in the first diagonal artery with mild tortuosity and mild calcification. A 2.5 x 12 mm nc trek balloon catheter was used for pre-dilatation. However, the balloon ruptured during the first inflation at 18 atmospheres (atm). There was no resistance during advancement to the target lesion and no resistance noted during removal of the device. The device was exchanged for another of the same size of nc trek balloon and the procedure was continued without issue. There was no report of a clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.